Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited intermittent atrial under sense noted during arrhythmias. The ra lead remains in use. No patient complications have been reported as a result of this event.